Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the channel was clogged with a foreign matter. The analysis revealed that the foreign matter was cellulose. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of this phenomenon of the subject device could not be conclusively determined. However, there was a possibility that fiber waste accidentally came into the channel.

Event description:
The user reported a concern that the elevator wire channel of the subject device might be clogged with something. The user had used the device with the condition for a week before they reported this event to olympus. There was no report of patient injury associated with the event.